Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump therapy ¿wasn't for the patient¿ and was not effective (since implant on (B)(6) 2015). The medication was not helping since implant. The patient tried different medications including morphine, dilaudid, and fentanyl. The patient had a bad reaction from fentanyl near the end of (B)(6) 2016 and was in the hospital for it. The patient had the pump removed on (B)(6) 2017, but the catheter was left in. The patient began the statement "it caused part of the tubing" but did not complete statement, then stated the catheter/tubing was left in. Since the pump explant, the wound had not healed, and the patient had complications including respiratory issues. The patient also reported a heart attack occurred on (B)(6) 2017. The patient had been in and out of the hospital/clinics many times. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.